Manufacturer narrative:
(B)(4). D10 - medical product: unknown femoral component catalog # unknown lot # unknown unknown tibial component catalog # unknown lot # unknown g2: united kingdom multiple MDR reports were filled for this event: 0001822565-2024-00361 0001822565-2024-00362 reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product location unknown

Event description:
It was reported patient underwent a revision procedure due to unknown reason. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. D10 - medical product: femoral component catalog # 00596401552 lot # 64020535. Stemmed nonaugmentable tibial component catalog # 00598603702 lot # 64021333. Palacos r+g bone cement x 2 catalog # 66017569 lot # 89864713. All poly petella catalog # 00597206532 lot # 64093773.

Event description:
It was reported patient underwent a revision procedure due to lucency. During the procedure noted osteolysis and failure to osteointegrate. Up revision it was noted that there was massive osteolysis, tibial component loose and removed with no debridement of cement and no cement attached to baseplate, femoral component well fixed and excised with minimal bone loss. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: revision operative notes: massive osteolysis, tibial component loose and removed with no debridement of cement and no cement attached to baseplate. Femoral componen well fixed and excised with minimal bone loss. After review of the medical records no problem was found with the femoral implant. A definitive root cause cannot be determined for the tibial and articular surface implants. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.